Manufacturer narrative:
Other applicable components are product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012- explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(4) 2012 explanted: product type lead h6: (B)(4). (Serial# (B)(4)). Eval code-conclusion 92 applies to implantable neurostimulator (serial# (B)(4) and leads (serial# (B)(4) & (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for peripheral causalgia and spinal pain reported they got frustrated because since implant if they moved a little bit they would lose the ¿signals¿ meaning coupling while charging because the antenna would move. The consumer tried lying down to charge to keep this from happening, but also reported they had gained weight since being implanted. As a result the consumer was sent adhesive discs to see if it resolved the issue. Additional information was received from the patient. It was reported that the patient had extra pain and that they had bad foot pain since 2009 which got worse after implant. The patient stated they gained 30lbs because they stopped smoking and the lead had moved a little. The followed up with a healthcare professional (hcp) who said it was fine. The patient stated they were having a lot of issues keeping the ins charged. They clarified that they were charging more often and it was taking longer to charge. They stated about 4-5 months ago the battery would last 2 days at least and also stated a ½ full battery used to last 2-3 days. They claimed they were not getting the stimulation coverage needed for their pain. The patient stated there had not been any changes to programming, overdischarge events, or any falls or trauma. They stated they were at 8.9v. They reported the manufacturer representative (rep) told them to charge the battery to full. They charge it every day and try to get it to ½ full but does not have time to charge to full b ecause it takes 6 hours. The patient was redirected to follow up with an hcp regarding their symptoms/charging issues. No further patient complications were reported as a result of this event. Additional information was received from manufacturer representative. Manufacturer representative reported that they met with the patient for normal reprogramming around 4 months ago. At this time, it was discovered that the patient had high dose settings and was contributing to the recharge intervals. The rep reprogrammed the patient to low dose settings. No malfunctions were suspected and the patient left satisfied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer. The patient restated the issues regarding coupling and weight gain and also mentioned that they were told by a manufacturer's representative that their ins had always been tilted in the pocket which would make coupling difficult with the recharger. The patient was sent adhesive discs to help with the coupling issue. No further complications reported.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6) , ubd 2016-sep-25, UDI# (B)(4) product ID: 3778-60, serial/lot #: (B)(4), ubd 2018-aug-06, UDI# (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient said she was hurting more, it was not charging well, and she was having to charge more often. The patient stated it was probably normal pain, which was probably never going to go away. The patient noted this was her fifth battery and was "kind of dealing with it." Patient services reviewed to follow-up with her healthcare provider (hcp) to see why she was having to charge more often. The patient stated they knew why, but the surgeon did not want to fix it. The patient stated a manufacturing representative checked her device in (B)(6) 2017, and the doctor made her try a different shot. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated she gained weight since she quit smoking. Patient services asked patient gaining weight had anything to do with the implant, patient said she quit smoking so that she could have the 9-year battery, and she didn't think it had anything to do with her gaining weight. Patient noted she gained (B)(6) and she had to charge a lot more everyday as it was reported previously. Patient stated her doctor tried to get a second opinion on replacing the ins because the ins was titled, it was hard for her ins recharger to charge the ins. Patient explained she usually got 4 coupling bars instead of the recommended 6 to 8 bars, her ins was located in her abdomen, this was her 5th battery and the previous battery was replaced due to normal battery depletion, this issue started a year and a half ago. Additional information from patient on july-11-2018 was received. Patient reiterated from previous report that patient had to charge ins more than once a day because ins took a lot of power. Patient had to hold insr antenna in place. No further complication and event were reported. April 4, 2018 crts (B)(4) (con): see (B)(4) for details on 376 error on antenna, additional information was received from a consumer. The patient said she was hurting more, it was not charging well, and she was having to charge more often. The patient stated it was probably normal pain, which was probably never going to go away. The patient noted this was her fifth battery and was "kind of dealing with it." Patient services reviewed to follow-up with her healthcare provider (hcp) to see why she was having to charge more often. The patient stated they knew why, but the surgeon did not want to fix it. The patient stated a manufacturing representative checked her device in (B)(4) 2017, and the doctor made her try a different shot. No further complications were reported/anticipated.